Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to power on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that there was no power supply to the geometry controls or the fdcsib, an error message appears on the screen indicating that geometry movements are only partially available. The fse checked the logfiles and found problem with the pdu fantray and its power supply. To resolve the issue, the fse replaced the pdu fantray and dcps (direct current power supply). The defective part was sent for analysis, for power supply malfunction was confirmed and the failure was found to be defective power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on, preventing the system from booting up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.